Event description:
Info received indicates the bed is moving slowly into the trendelenburg position without pressing a function.

Manufacturer narrative:
The technician found the hydraulic power unit was leaking internally. He replaced the hydraulic power unit to repair the bed.